Event description:
The pt lost efficacy with their device. A rotor study was done and indicated a rotor stall for unk reasons. The pt's pump was replaced 6 months later. A catheter dye study was done intraoperatively and revealed a patent catheter. The pt recovered without sequela. The medication being delivered via the device system was dilaudid.

Manufacturer narrative:
The pump has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.